Event description:
It was reported that the implantable pulse generator had elective replacement indicator (eri) indication noted. Device lock up was confirmed and the device lock up was released the same day. No patient complications were noted as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the implantable pulse generator had elective replacement indicator (eri) indication noted. Device lock up was confirmed and the device lock up was released the same day. Approximately four months later, the same eri lock-up occurred again. The device was reprogrammed, but device replacement was scheduled. No patient complications were noted as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed an inconclusive issue with the integrated circuit. Preliminary analysis revealed an ok condition. The performance during use was confirmed in (B)(6) and the anomaly was cleared on the same day. Interrogation of the device when received was normal. The condition observed during use was the result of a timing anomaly internal to the l320 pacing/sensing integrated circuit.